Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a1 a3 b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10 review of the most recent repair record determined the unit passed the test cut; however, the unit was out of calibration. The gear was replaced and the unit was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Related reports: (B)(4), if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produced an incomplete mesh outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Follow up is in process and to date no further information has come in.